Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain (stabbing pain, similar to cramping) (too severe)"), genital haemorrhage ("heavy bleeding (too severe )") and staphylococcal infection ("staph infection (too severe)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychiatric disorder nos, gravida ii, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010), recurrent abortion and premature baby. Previously administered products included for an unreported indication: mirena iud in 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2015, 4 days before insertion of essure, the patient experienced back pain ("back pain (too severe) / lower back pain (persistent and severe like child labor)"). In 2015, the patient experienced staphylococcal infection (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping (too severe)"), muscle spasms ("leg spasms (too severe)"), migraine ("migraines (persistent and severe and throbbing)"), fatigue ("fatigue (too severe)"), rash ("rashes (too severe)"), investigation noncompliance ("did not undergo an essure confirmation test") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (underwent robotic assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, back pain and migraine had resolved. At the time of the report, the genital haemorrhage had resolved, the staphylococcal infection, abdominal pain lower, muscle spasms, fatigue, rash and mental disorder was resolving and the investigation noncompliance outcome was unknown. The reporter considered abdominal pain lower, back pain, fatigue, genital haemorrhage, investigation noncompliance, mental disorder, migraine, muscle spasms, pelvic pain, rash and staphylococcal infection to be related to essure. The reporter commented: patient sought medical treatment for staph infection,heavy bleeding and cramping, leg spasms, pelvic and back pain, migraines, fatigue, and rashes. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Most recent follow-up information incorporated above includes: on 27-nov-2017: all events, historical condition, concomitant drug and condition, reporter added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain (stabbing pain, similar to cramping) (too severe)"), genital haemorrhage ("heavy bleeding (too severe )") and staphylococcal infection ("staph infection (too severe)") in a 29-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included psychiatric disorder nos, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010), miscarriage and premature baby. Previously administered products included for an unreported indication: mirena iud from 2010 to 2015, penicillins and morphine. Past adverse reactions to the above products included hypersensitivity with penicillins and morphine. Concurrent conditions included obesity, dysfunctional uterine bleeding, dysmenorrhea, dyspareunia, menorrhagia and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced staphylococcal infection (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced back pain ("back pain (too severe) / lower back pain (persistent and severe like child labor)"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping (too severe)"), muscle spasms ("leg spasms (too severe)"), migraine ("migraines (persistent and severe and throbbing)"), fatigue ("fatigue (too severe)"), rash ("rashes (too severe)") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (underwent robotic assisted laparoscopic hysterectomy) and surgery (underwent robotic assisted laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain, back pain and migraine had resolved. At the time of the report, the genital haemorrhage had resolved and the staphylococcal infection, abdominal pain lower, muscle spasms, fatigue, rash and mental disorder was resolving. The reporter considered abdominal pain lower, back pain, fatigue, genital haemorrhage, mental disorder, migraine, muscle spasms, pelvic pain, rash and staphylococcal infection to be related to essure. The reporter commented: patient sought medical treatment for staph infection,heavy bleeding and cramping, leg spasms, pelvic and back pain, migraines, fatigue, and rashes. Current weight: 215 lbs. The essure device was deployed in the right tube with three coils out of the right tube. The same was performed on the left side with three coils sticking out of the left side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.